Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing tibial implant failure. The current status of the medical event is observation. The surgeon has asked for custom products to be designed.